Event description:
It was reported that lead revision surgery occurred due to a lead discontinuity. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.